Manufacturer narrative:
Spacelabs has launched an investigation of this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2015 a portable monitor model 90369 stopped working during transport of a patient after the monitor hit a wall. No one was injured as a result of this event.

Manufacturer narrative:
The customer provided the error logs from the monitor but did not respond to an email requesting additional information nor did they send in the product for evaluation. The error logs confirmed failure of the display after being hit during transport and indicated need for calibration. Patient alarms would have continued to alarm but data would not be visible. Patient data would have been available for a limited amount of time for download (10-15 minutes). There was no evidence from the error logs of a restart or data loss. Information was requested but there was not enough information provided by the customer to evaluate the printing issue. Consequently, root cause could not be determined.this investigation is considered complete and the issue closed. Placeholder.